Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D9: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that patient underwent revision surgery on (B)(6) 2024. During the procedure it was discovered that an implanted rod was broken. The surgery was completed successfully with no surgical delay. The causal relationship between the disease that led to the second surgery and the rod fracture is unknown. Patient originally underwent a spinal fusion (lumbar vertebrae) for lumbar canal stenosis on (B)(6) 2016, with the expedium system. This report is for an unknown expedium rod. This is report 1 of 1 for (B)(4) and captures the broken rod. Additional reports are captured under (B)(4) which captures the revision surgery.